Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had inserted a sensor at the hospital but when they returned to the hospital there was no data on the device. Customer could not see the sensor cannula. Customer inserted in the stomach and the sensor was worn for 6 days. The introducer needle was hard to remove and the needle did not retract back into the hub straight away. It was also reported that the serter seems ok and there haven't been any noticeable differences. The nurse was advised that a replacement will be sent.